Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and cystocele & amp; rectocele and mesh was implanted into the patient. It was reported that she experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was also reported that post implantation, the patient experienced vaginal scarring and urinary problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse and stress urinary incontinence. Following insertion, the patient experienced dyspareunia.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with paravaginal repair, anterior vaginal mesh augmentation using pinnacle device, sacral spinous vaginal suspension, anterior colporrhaphy and cystoscopy. It was reported that patient underwent mesh removal on (B)(6) 2014 by (B)(6) at legacy (B)(6) medical center. No additional information was provided.